Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the tim20 instruments had difficulties closing. Another instrument was used to complete the case. There was no consequences to the pt. The devices involved were discarded and (8) unused. Unopened devices were returned for analysis.